Event description:
It was reported that the pt had infection and a loose stem, and also suffered from pain.

Manufacturer narrative:
Device history review, complaint review, x-rays and medical records review by consulting clinician. Summary of evaluation: review of the pt's medical records show the cup does not appear to be loose and that the stem does show signs of loosening. The clinician's review concluded "assuming the complaint in this case relates to the post-operative infection that after an extended period of conservative attempts at management failed and ultimately came to a two-stage revision/re-implantation twenty-six months later, no prosthetic related factors are evident in this case. This immunocompromised pt was at increased risk for infection and the appropriate two-stage procedure seems successful as of the last x-ray in 2009." A review of stryker's records for the shell indicates that the device was manufactured and inspected as per procedure, and accepted into final stock with no reported discrepancies. A review of the sterilization records for all five reported devices verified the sterility of the reported lots of product.